Event description:
It was reported impedance was high, at greater than 2500 ohms, and threshold was elevated. The lead remained in use. Six years later, it was reported there was short intervals of unknown origin and t-wave oversensing. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.